Event description:
Info received indicates the bed only has intermittent function working from both siderails.

Manufacturer narrative:
The technician replaced both siderail cables and ucm boards, due to cable wear, to repair the bed.